Manufacturer narrative:
At this time product has not yet been returned. An extended investigation has been performed for the reported complaint and there was no indication that the product did not meet specification. The dhrs (device history review) for the libre sensor and libre sensor kit were reviewed and the dhrs showed the libre sensor and sensor kit passed all tests prior to release. If the product is returned, a physical investigation will be performed and a follow-up report submitted. All pertinent information available to abbott diabetes care has been submitted.

Event description:
A customer reported receiving high readings from the adc device. The customer experienced a loss of consciousness and was taken to the hospital where they received IV glucose for treatment of hypoglycemia. There was no report of death or permanent injury associated with this event. A sensor reading of 64 mg/dl was compared against hcp meter reading of 24 mg/dl, the results, when plotted on a parkes error grid, fell into the 'c' zone showing the difference in values to be clinically significant.